Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the solenoid valve. Beckman coulter internal identifier is (B)(4). (B)(6).

Event description:
The customer reported receiving erroneous low patient results for sodium on the dxc 700 au analyzer. There was no change in patient treatment in association with this event.